Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has confirmed that the cable was pulled out of ECG ¿c¿ the root cause for pulled cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.